Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A opthalmic surgeon reported "waste solution" and aspiration failure during a procedure. The case was completed by exchanging the cassette. There was no harm to the patient. Additional information has been requested.